Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported in the cpu, the device was programmed for a heparin infusion using standard procedure with the emar and scanning. The heparin was programmed for 10 ml/hour per physician order. Two rns verified the device rate with the emar, and the device was started. Approximately 30 minutes later, the device alarmed , and the rn discovered the heparin bag was empty. It appeared that the medication had free flowed into the patient. The device showed a volume infused of just over 5 ml. The rate on the pump module showed 10 ml/hour. The intake/output section of the patient's chart showed that 5.86 ml had infused. The patient experienced nosebleeds. Increased monitoring and extra labs were required. The patient was transferred to the ICU. There was no report of lasting harm.

Manufacturer narrative:
The customer¿s report of a heparin bag was found empty prematurely was not confirmed. Physical inspection noted the device to be in good condition. Review of the log shows a remote IV order infusion of the drug heparin, 25000 unit / 250ml (drugid=326) was started at default settings with rate at 10ml/h and the vtbi at 250ml. The infusion began at 11:18am on (B)(6) 2018. An ail alarm occurred at 11:53am with a volume infused recorded at 5.415ml. The infusion was restarted and the ail alarm returned at 11:55am with a volume infused recorded at 5.676ml. Between the time of 11:57am and 12:44am the pump module was programmed with delays with one attempt at restarting the infusion only momentarily before reprogramming a delay. The pump module was turned off shutting down the system after an infusion of bolus ivf (drugid=1) was performed with the channel a pump module for an infusion duration at approximately 15 minutes with a volume infused at 250.028ml. The final recorded volume infused for the drug heparin was 5.853ml. Rate accuracy testing was performed and the device passed with no anomalies observed. The root cause of the customer¿s report was not identified.

Event description:
The customer reported a heparin infusion at 10ml/hr infused faster than expected in the cpu. The pump was programmed using standard procedure with the emar and scanning, and verified by two rn's. Approximately 30 minutes after the infusion started, the device alarmed, and the nurse noted that the heparin bag was empty. It appeared that the medication had free flowed into the patient. The device displayed a volume infused of just over 5ml., with a rate of infusion at 10ml/hour. The intake/output section of the patient's chart identified that 5.86ml had infused. The patient experienced nosebleeds; extra labs were required, and the patient was transferred to the ICU for closer monitoring. There was no report of lasting harm.

Manufacturer narrative:
The information provided was obtained from a retrospective review of servicing data; therefore, no other information is obtainable at this time. There was no reported patient involvement.

Event description:
The customer reported in the cpu, the device was programmed for a heparin infusion using standard procedure with the emar and scanning. The heparin was programmed for 10ml/hour per physician order. Two rns verified the device rate with the emar, and the device was started. Approximately 30 minutes later, the device alarmed , and the rn discovered the heparin bag was empty. It appeared that the medication had free flowed into the patient. The device showed a volume infused of just over 5ml. The rate on the pump module showed 10ml/hour. The intake/output section of the patient's chart showed that 5.86ml had infused. The patient experienced nosebleeds. Increased monitoring and extra labs were required. The patient was transferred to the ICU. There was no report of lasting harm.